Event description:
During a pulsed field ablation atrial fibrillation (af) and atrial flutter (afl) plus cti line rf ablation procedure a pericardial effusion occurred which required a pericardiocentesis. Pre-procedure intracardiac echocardiography survey was done followed by ablation of af and afl which was performed with no issues, using the tactiflex ablation catheter for the cavo-tricuspid isthmus afl portion. Transseptal was performed with agilis and the non-(B)(6) device (versacross by boston scientific). Mapping was done with the advisor hd grid mapping catheter, followed by pulsed field ablation af with the non-(B)(6) device (pulseselect by medtronic). The advisor hd grid was used again for remapping. After all the catheters were removed, a final iintracardiac echocardiography survey was conducted which revealed a pericardial effusion which was then confirmed with a transthoracic echocardiogram (tte) and a pericardiocentesis was performed. Perforation location was unable to be visualized with ice and tte. The physician is unsure what caused the effusion and it is unknown when the perforation might have occurred. There were no symptoms observed, the patient was stable during and after the procedure and was discharged on (B)(6) 2025. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"